Manufacturer narrative:
Product complaint # (B)(4). Mrn 1818910-2023-10678 was reported in error. The product code 831230p was identified to not be sold or marketed in the us. Additionally a similar device is also not sold or marketed in the us. Therefore, regulatory reporting to the us FDA is not required and our decision to report has been modified to not reportable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the primary surgery was performed with the implants from the other company. The surgery was completed successfully without any surgical delay. On (B)(6) 2022, the revision surgery was performed via bha for peri-stem fracture with the product in question.

Manufacturer narrative:
Product complaint #(B)(4). After further review of the complaint, it has been confirmed that the product reported 831230p is not sold in the us.